Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had erratic impedances recorded by the implanted device and stable pacing thresholds. The lead was capped/abandoned based on medical judgement. A replacement lead was implanted. No patient complications have been reported as a result of this event.